Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery and off no power alarm. Customer¿s reported that they experienced high blood glucose level of unknown and treated the highs with injections. The customer declined to troubleshoot for high blood glucose. Customer stated that they changed battery and had a failed battery test and off no power. Troubleshoot was performed for off no power. Customer stated that they did not get a low battery alert prior to the off no power alert. Troubleshoot for failed battery test alarm was performed and customer reported that they did not receive the failed battery test. The customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.